Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected. A functional test was performed, and the reported issue was confirmed through latch lock test. The latch lock sensor was replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The device passed all functional testing after repair.

Event description:
It was reported that the pump had a latch lock sensor failed during testing. There were no patient involvement and no reported harm.